Event description:
The patient was undergoing a carotid stenting procedure using a neuron max. After the completion of the procedure, the physician attempted to remove the neuron max out of the patient; however, during this process, the sheath separated and started to unravel. The physician reported that due to the patient's scarred down vessels from numerous other procedures, the neuron max was extremely tight and the friction caused it to get stuck upon removing it. As the physician pulled, approximately 45 cm of the sheath was out when the sheath became stuck. As the physician pulled harder, the sheath began to stretch and eventually the wire braid on the inside of the sheath broke. The sheath was then cut down and manually pulled the wire braid until the entire device was removed. All parts of the sheath were removed from the patient and there were no other procedural complications.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.